Manufacturer narrative:
The crep2 reagent lot number was 91574601 with an expiration date of 31-jul-2026.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 4000 c311 stand alone system. The initial result was 1.58 mg/dl. On (B)(6) 2026, the repeat result was 0.84 mg/dl. On (B)(6) 2026, a new sample was obtained, and the result was 0.88 mg/dl.

Manufacturer narrative:
The photometer lamp and cuvettes were exchanged on (B)(6) 2026. The customer cleaned the sample and reagent probes regularly. The alarm trace provided for 09-mar-2026 did not show any abnormalities. A general reagent or analyzer issue can be excluded since the calibration and qc were acceptable, and instrument performance testing was within specifications. The investigation did not identify a product problem. Based on the provided sample pictures, the cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.